Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device compared to an unknown reading obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was asymptomatic and was unable to self-treat. The customer required administration of two candy and food from non-healthcare professional (non-hcp) and obtained a capillary blood glucose result of "hi" from unspecified meter. Then the customer had contact with healthcare professional (hcp) who obtained a blood glucose result of 680 mg/dl and administered insulin infusion (dose/type unknown) for treatment. Then hcp again performed blood glucose result of 220 mg/dl from hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.